Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. An unknown part was replaced and follow-up will be conducted to clarify. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding an imaging system event having occurred outside of procedure. It was reported that the pendant was unresponsive to user input. No patient present.